Event description:
This is 1 of 8 reports for event # (B)(4).

Manufacturer narrative:
Additional narrative: according to the manufacturing evaluation, there were numerous dings on the threads of the part received. The lot initially conformed to all requirements per the certificate of compliance and was inspected-conformed to the synthes inspection sheet. The complaint condition (the helical blade would not pass though the tfn nail during insertion) is due to an unknown cause. Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument that is neither implanted nor explanted. A review of the device history records was performed and one material review record (mrr) revealed three items: item 1-4 parts with l4 no go gage goes; 13 parts with t1 go gage does not go; 4 parts with d4 go gage does not go. All parts were reworked and inspected 100% and passed except for 3 parts which failed for item 1 after rework. These 3 parts were used as is with reason that the nonconformity of 1 micron will not affect safety or efficacy of device due to clearance on mating part. For items 2 and 3: all parts were used as is with reason that they met function gage. It cannot be determined if these items are related to the complaint condition or not. All records indicate the product shipped was manufactured to specifications. This review was indeterminate with respect to the complaint condition. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
(B)(4)

Event description:
It was reported while the surgeon was implanting a trochanteric fixation nail tfn to treat an intertrochanteric fracture, the helical blade would not pass though the tfn nail during insertion. The surgeon attempted to insert two different helical blades and neither would pass through the tfn nail. The surgeon then used a tfn lag screw which was able to pass through the tfn nail. The intraoperative time was extended by 85 minutes due to the reported event. The procedure was completed successfully and there was no reported patient injury. Additional information reported the surgeon inserted the nail with care and without the use of a mallet or hammer. This complaint is alleged against 8 products. No complaint is alleged against the lag screw. This report is for one, blade guide sleeve for trochanteric fixation nails. This report is 5 f 8 for complaint (B)(4).